Manufacturer narrative:
N/a.

Event description:
The following has been reported: adverse event - additional data requested from the notifier and extraction of the pump log to support the investigation. Reporting as conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record could not be reviewed as the issue of the reported event is unclear. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated the trend is: normal.